Manufacturer narrative:
This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt's programmer always displayed the "recharge ipg" message. He stated that the charger will indicate that the ipg battery is fully charged. A replacement programmer was sent to the pt; however, it is currently unk whether the new programmer resolved the issue. No further pt complications were reported.